Event description:
It was reported that this lead was not successfully implanted at left bundle branch due to helix bent during placement. A new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance issue. A new lead was implanted. No adverse patient effects were reported.